Manufacturer narrative:
Visual inspection found that the system does not have any obvious signs of damage. The visual inspection passed the device testing. The philips field service engineer (fse) was advised by a philips product support engineer (pse) on how to perform in depth device testing onsite. The fse performed multipoint performance testing on the device. All device testing passed. All testing involving the ECG waveform passed. The fse captured device logs and data for a technical analysis. The complaint was escalated for technical investigation to the pse and the results indicate the following: the pse performed a review of the pic ix and mx40 pwm logs. The customer was using the philips rechargeable lithium-ion battery. · the battery was changed on (B)(6) 2023 at 19:00 and the device connected to the network. · the device went offline on (B)(6) 2023 at 02:31, consistent with power interruption (battery removed/dislodged), and a ¿no data tele¿ technical inop was provided. · the ¿no data tele¿ technical inop was acknowledged by a user at 03:23 on (B)(6) 2023. · the device was not powered on again until 16:30 on (B)(6) 2023. · the pic ix logs do not cover beyond 06:40 on (B)(6) 2023. The results of the log review conclude that the battery became removed or dislodged, which did generate a ¿no data tele¿ technical inoperative (inop) error message. The inop message was acknowledged by the customer, however the battery issue was not rectified, and the device lost power. The device was not powered on again until 16:30 on (B)(6) 2023. All analysis and review confirm that the device was working as specified. The reported event of death was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Based on the information received, the device analysis, and the clinical audit log review, the device went offline consistent with a power interruption (related to battery depletion or dislodgement). The device provided an inop alarm of 'no data tele', and the user acknowledged this alarm. Based on this information, the device functioned as intended, and the cause of the reported event was not related to device function; therefore, the cause of the reported event remains unknown. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Additional information received indicating that the patient had died. Clarification also received that the issue was related to ECG alarms, not being audible and visible.

Event description:
Found patient unresponsive; device should have triggered alarms when patient was found. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.